Event description:
It was reported that a malfunction alarm with code malf 9 occurred. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and the issue did not recur. The customer was instructed to monitor the pump and contact support if any further problems occur.